Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee liner.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding alleged infection involving a unknown knee liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Postopertive diagnosis: patient underwent primary tka in 2010 which is outside the scope of our project. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for infection (B)(6) 2013. Only liner exchange is captured here as we don't have access to the 2010 implant records.

Event description:
Postopertive diagnosis: patient underwent primary tka in 2010 which is outside the scope of our project. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for infection (B)(6) 2013. Only liner exchange is captured here as we don't have access to the 2010 implant records.